Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited noise oversensing. The patient received shock due to oversensing. The patient death was reported. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, partial lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. No anomalies were found.